Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that undersensing was observed. It was unknown if the patient had suffered any symptoms. Programming changes were recommended. No further information was provided.

Event description:
New information states that patient was asymptomatic and in good condition. No programming changes were made.